Event description:
A healthcare professional reported that during a procedure, it was noted that the blade was dull. During the initial incision, the pt moved. This necessitated that the pt be repositioned and reprepped. A different blade was used to complete the procedure. No harm to the pt was reported.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Samples have not yet been rec'd for eval. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).